Event description:
During follow-up, a loss of capture, increased pacing impedance and increased defibrillation impedance were observed on the right ventricular (rv) lead. The physician suspected rv lead fracture, although it was not confirmed visually or with diagnostic imaging. The event was resolved by capping and replacing the rv lead. The patient was in stable condition.